Manufacturer narrative:
The reported problem could not be duplicated. Frequency of occurrence of death or serious injury code 102 (overdelivery) complaints for this device's family is approx. 0.85/million sets. Frequency of occurrence of death or serious injury code 104 (freeflow) complaints for this device's family is less than 0.28/million sets. The unit failed the occlusion pressure test, but this failure is not related to the reported complaint.

Event description:
Overdelivery reported. The pump was set to infuse dopamine 800 mg/250 ml at 5.6 ml/hr via line d. A new container was hung at approx 9 pm on 9/24/96. At 2:15 am on 9/25/96, the pump gave an air-in-line alarm on line d and the nurse noted the IV container was empty. The expected delivery amount was approx 30 ml. The infusion rate was reportedly verified to be displayed at 5.6 ml/hr. The pt had been unresponsive with labile blood pressure prior to and through the event. No overt difference in pt status was noted, however, the nurse stated the increased dopamine delivery may have contributed to the pt's lability. The solutions infusing on the other pump lines were not recalled, but "they infused as programmed."